Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebv1690 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebv1690) have been reported from the same facility. Device not returned yet.

Event description:
Facility reported to the sales rep that they have had two occurrence where the PICC's have cracked/split after insertion, which caused leaking near the extension tubing. No patient injury reported. This file addresses the second of two devices.